Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 50 mg/dl compared to a laboratory glucose result of 150 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.